Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. A repeat bravo procedure was performed. There was no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to the event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. There was no patient harm reported.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.